Manufacturer narrative:
The pipeline devices have not been returned for evaluation; product analysis cannot be performed. The devices have not been returned; the reported events could not be confirmed. The causes of the events could not be conclusively determined from the reported information. Mdrs related to this article: 2029214-2019-01075, 2029214-2019-01076. If information is provided in the future, a supplemental report will be issued.

Event description:
Zhang, y., zhang, y., guo, f., liang, f., yan, p., liang, s., <(>&<)> jiang, c. (2018). Treatment of small and tiny aneurysms before and after flow diversion era: a single center experience of 409 aneurysms. World neurosurgery, 116. Doi: 10.1016/j.wneu.2018.04.213 medtronic literature review found reports of patient complications during pipeline (ped) placement. The purpose of this article was to evaluate ped as the primary treatment modality for small and tiny aneurysms at anterior circulation. The authors reviewed the results of 55 patients. The article describes the following technical events: - 2 cases of device malappositioning - 1 case of device foreshortening, which required placement of a second device.